Manufacturer narrative:
Additional information added to: e2 & g, for biomed as a health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor due to check IV error. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the pressure sensor-check IV. A review of the device history record showed the device had a manufacture date of (B)(6) 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device alarms for no apparent reason, "check IV set" error. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device alarms for no apparent reason, "check IV set" error. There was no patient involvement.